Manufacturer narrative:
The implant has not been returned for evaluation as it remains implanted therefore a visual inspection has not been possible. The investigation is ongoing and a supplemental report will be submitted.

Event description:
It is reported that the surgeon was unable to correctly seat the distal femoral plate onto the smiles knee component. The surgeon found that the plateau plate implant fitted the trial correctly and that the trial plateau plate failed to fit the smiles knee component in the same manner as the plateau plate implant. The surgeons observation at the table was that insufficient metal had been removed from the internal anterior flange causing the plateau plate to lodge approximately 3mm from its correct seating position anteriorly. The surgeon was happy to cement the plate in this position and the operation continued without further incident.